Event description:
The product cracked at the glue point at the male end resulting in an estimated blood loss of 600cc on a post open heart surgery pt. The rptr further states that the pt was transfused and required bowel surgery. The rptr stated that the pt later died as a result of complications and was uncertain of the cause.